Event description:
It was reported that the lead caused multiple inappropriate therapies due to dislodgement. During attempted lead repositioning the pace/sense impedance and capture increased. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Customer reportedly obtained results of 265mg/dl and 130mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.